Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 473 mg/dl. Customer did not troubleshoot high blood glucose reading. Customer treated their high blood glucose reading with manual injection. Customer also reported unexpected restart and the issue reoccurred. Insulin pump will be returning for analysis.